Event description:
A customer contacted baxter to report that the liquid could not be stopped even upon closing the transfer set clamp. The transfer set had been use for 2 months. There was patient involvement but no paitent injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded; therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.